Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) events that required intervention to address, though exact values and nature of the intervention were not provided. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.